Manufacturer narrative:
Findings: unable to prime during prime test due to faulty sensor resistor. Pump received with scratched lcd window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Pump received with cracked reservoir tube window. Unit received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer's blood glucose level was 98 mg/dl at the time of the call. The customer was assisted with trouble shooting but the customer did not receive 2nd series of beeps nor did they receive numbers on the screen of the device. The customer did not return the product back for analysis.